Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed ergo calibration and passed with no issues. During ergo calibration the high resolution stereo viewer (hrsv) had excessive side to side movement. After further inspection it was found the lift carriage rail had all of its screws pulled out and were no longer securing it. Fse was able to get a couple screws to make the system safe for transport. Fse notified the isi clinical sales representative not to use the surgeon side console as it is a safety hazard until it was repaired.

Event description:
It was reported that during a da vinci system training session that surgeon side console (ssc) had repeated 22018 errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller power cycle the system, but the issue remained. There were no reports of patient involvement.